Manufacturer narrative:
This report is submitted on march 27, 2023.

Event description:
Per the clinic, the patient developed an infection at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported). The implanted device remains.